Event description:
This report is being filed as a result of changes to our MDR eval process that were prompted by an FDA inspection. Displayed plasma removed was 3966 ml, but the measured volume in the bag was 1824 ml. The nurse wanted to know why they were no alarms. Because the pt has kidney function, the physician decided to give lasix to help remove the excess fluid.

Manufacturer narrative:
(B)(4). Discussed appropriate testing for this device with the operator including pump occlusion tests, pump speeds, and valve function. He has performed these tests and found no problems. He has also performed a prime with alarms test with no problems and is currently running a saline run in which the volume appears accurate so far. The disposable set was unavailable for specific root cause analysis. It is likely that the root cause of this incident is related to an occlusion in the plasma collect tubing line that self-corrected during the procedure as evidenced by some plasma waste being collected. It is unconfirmed whether this blockage was produced by a mfg defect of the cobe spectra disposable or by the way the disposable was loaded or handled at the customer site. An internal health hazard analysis was performed to address hypervolemia in cobe spectra exchange procedures due to occlusion of the plasma collect line due to clamping near the waste bag. The analysis confirms that this failure could result in moderate injury due to hypervolemia in a tpe procedure particularly in the case of pts with organ dysfunction.